Event description:
An eyecare professional reported that a consumer (gender/age unknown) experienced a centrally located corneal ulcer with hypopyon, moderate pain. A positive culture for pseudomonas aeruginosa and severe vision loss with a bad prognosis for recovery for the right eye associated with wear of plano freshlook colors lenses. Treatment was local and systemic antibiotics.